Manufacturer narrative:
As received, a complete lead was returned in one piece. A test stylet could not be fully inserted due to dried blood inside the inner coil at the proximal region of the lead. The reported event of stylet failure to advance was confirmed. The cause of stylet failure to advance was due to dried blood inside the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the stylet was unable to be inserted into the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.